Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera control unit had an e117 error. There were no reports of patient harm or injury.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. During device evaluation at olympus, it was found the complaint was unconfirmed and the error message was unable to be reproduced. This event is under investigation. A supplemental report will be submitted upon receiving additional information.